Manufacturer narrative:
Device evaluation: one portex spinal anesthesia tray was received for evaluation. Visual evaluation of one bupivacaine ampule (lot # 87-156-ev) from the returned tray found no visible non-conformities. The drug liquid was found to be clear (colorless) with no particulates visible inside the vials. Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. Assay testing, performed by the supplier prior to release of bupivacaine (lot # 87-156-ev) was within specification. Review of the sterilization certificate for the tray revealed that the product was processed according to validated specification requirements and parameters. Smith medical periodically monitors supplied drug components stability post ethylene oxide sterilization throughout their expiry. Our records show that the supplied drugs components continue to meet potency specifications. Complaint history review does not indicate any trends for the drug lot number, reported in this complaint. The anesthetics are supplied items and the complaint notification was forwarded to the supplier. Based on available information and evidences no product quality problem could be confirmed. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. No device fault was found.

Event description:
Information was received that a smiths medical pain management kit included bupivicaine that is not working.